Event description:
Patient reported, left side rupture and exchange. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases. And no openings were found in the device. A weight test of the device was verified, and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported left side rupture and exchange. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.